Event description:
It was reported that the lift sheet from or-02 tore while positioning the patient. She was in a lithotomy position and weighed 158 lbs. This happened in the or when moving her down to the end of the bed. They were able to grab under the patient to move her. She was not harmed. No patient injuries, infections, or complications were reported.